Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests her blood glucose 4x daily and her results are usually ¿below 90 mg/dl¿ (before meals) or ¿below 130 mg/dl¿ (after meals). The patient does not take medications to manage her diabetes. The alleged issue began on (B)(6) 2013, around 1030pm. The patient reported obtaining a result of ¿150 mg/dl¿ (about an hour after dinner) with the subject meter. The patient denied making changes to her usual management routine at that time and went to work as usual (night shift). A couple hours later, while at work, the patient claimed she felt low blood glucose symptoms of ¿hungry,¿ chills, sweaty and jittery. The patient alleged her symptoms prompted her to test on another meter at work. The patient reported obtaining a result of ¿58 mg/dl¿ with the other device. The patient ate a banana and drank milk as treatment. The patient reportedly felt better about 30 minutes later. The patient also reported obtaining blood glucose results of ¿158 and 109 mg/dl¿ with the other device. The patient could not confirm what may have caused her blood glucose to go down; however, alleged her earlier result of ¿150 mg/dl¿ may not have been correct. The subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.